Manufacturer narrative:
(B)(4). Returned control solution and meter evaluated with no defects found. Most likely underlying root cause of malfunction: defective strip, incorrect storage of test strips or controls, testing outside of recommended environmental conditions.

Event description:
Consumer complaint of high control results. Customer calling for himself stating his meter is giving him high control solution results. Customer is feeling well and does not require medical attention. Confirmed the strips expire 02/14/2017 and were first opened (B)(6) 2015. Customer states the strips are properly stored. No adverse event reported.